Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid and an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that the pump had run out once; the patient did not have a date of this and reported that the same medication was in the pump at the time, straight dilaudid and had 3-4 drugs in at one point, but didn't remember when all those medications were in there. It was reported that they took out medications because they decided she didn't need them and made things more difficult. There were no reported symptoms. No further complications were reported.